Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient tubing. Customer properly reconnected t:clock, primed the tubing, and was able to resume insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was due to the customer delivering 3 units to try and clear the air bubbles. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.